Event description:
A report was received that the patient had an excruciating stomach pain following an implant procedure. It was believed that the physician put too much pressure on the spinal cord. The patient underwent an ipg replacement procedure.